Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.

Event description:
While using a byte night aligners, patient reports that they have an overbite. Patient was seen by an orthodontist, which states that the bite issues are stemming from patient's lower molars now being twisted and crooked. Patient complains that they were told that their molars would not be moved by the aligners but were moved. Patient also is having intrusion of #7 and tipping and intrusion of #10. Orthodontist recommended for patient to move to traditional orthodontics. Patient to keep updating and will re-evaluate bite.

Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.